Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): d224drg lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) that was treated with a shock. There was occasional p wave undersensing noted during the arrhythmia, the implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.